Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with knob slippage was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported knob slippage appears to be related to a potential product quality issue. The issue appears to be related to an open trend exception (reference exception (issue) 133059). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. It was noted, while applying the + knob, the knob would return to a neutral position over time. The physician decided to use a cloth tape to hold the knob in position and continue with the procedure. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.